Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while pacing a (B)(6), male patient, the electrode pads caused burns to the patient during more than 13 hour pacing period. Complainant indicated that the patient suffered second and third degree burns.